Event description:
Health problems began within one yr of mammoplasty. In 1985, had rupture on right side, then all problems were exacerbated. Excessive amounts of chemicals were found in rptr's blood, requiring aggressive detoxification measures. Still has cognitive problem, chronic fatigue, and myalgias. (Also see 1003131 and 1003133.)